Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h123 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h123 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: (B)(4). S.d.a. (B)(6) 2019.

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photophereis (ecp) treatment. The customer reported that the drive tube broke at the lower bearing clip and an alarm #7: blood leak? (Centrifuge chamber) subsequently occurred. Approximately 600mls of whole blood was processed at the time the leak occurred. The treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The customer declined to return any product for investigation.